Manufacturer narrative:
The device has not been returned to the MFR. Therefore an evaluation of the device performance was not possible. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of MFR.

Event description:
It was reported to medtronic neurosurgery that the device was not functioning properly, so it was explanted and replaced.